Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with blood glucose (bg) level of 500 mg/dl, diabetic ketoacidosis and a heart attack. During hospitalization, customer was treated intravenously with fluids of saline and insulin and had 19 stints put in due to damage to the heart. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. The customer has reverted to manual dose injection.